Manufacturer narrative:
The customer¿s report of the tubing bulged was confirmed by visual inspection; however, there was no evidence of the segment bursting. It is believed the segment separated from the upper fitment. The report that the customer did not hear an occlusion alarms or notifications was not confirmed. The pcu event log identified pump module s/n (B)(6) as the source device. The log recorded the source pump module was selected and an infusion of 0.9% normal saline (drug ID 4) was restored, on (B)(6) 2021 at 10:40 am. The log recorded seconds after the start of the infusion start, the device alarmed for ¿fluid side occlusion¿ and ¿patient side occlusion¿. Both alarms would have produced a visual and audible alert. The infusion was restarted; however, the device alarmed again for ¿door open¿ and two (2) minutes later for ¿check IV set¿. The 0.9% normal saline infusion was programmed on channel a. Channel d was then channeled off. The pcu error log showed no errors or malfunctions on the reported incident date. Inspection of the returned administration did not find any evidence of the segment bursting. Impressions of the upper fitment retainer ring suggests the silicone segment separated from the upper fitment. Also observed during the inspection slight deformation of the segment at the upper fitment. This can be the result of the segment ballooning. Testing performed on the returned administration set found the silicone segment bulged or ballooned with approximately 17 psi of pressure within the set. Testing of the source pump module found the device operating in specification. The source device was being used for treatment. The customer¿s report that the tubing bulged was confirmed by visual inspection of the as-received sample; however, there is no evidence of the silicone segment bursting, it is believed the segment separated from the upper fitment. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. The root cause that the customer did not hear an occlusion alarm or notifications was not identified. Sample inspection: pump module s/n (B)(6) was received with instrument seal intact. The right (male) inter-unit interface (iui) was observed with dry fluid residue. The left (female) iui was observed with dry fluid residue. Platen, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The customer returned one (1) used administration set model 2420-0007. The set was received without the tubing which contained the spike, and upper fitment. The missing components were not returned. The source pump module was disassembled for an internal inspection. During the inspection some fluid ingress was observed at the bottom of the rear case. There were no other irregularities observed. Bezel date code 9/19 (september 2019). Log analysis results: the review of the pcu error log showed no errors or malfunctions on the reported incident date. The review of the pcu event log showed that on (B)(6) 2021 at 12:01 am the pcu was powered on. The user selected ¿new patient¿ and ¿same profile¿ (critical care). Attached to the pcu were pump module s/n (B)(6) (channel a), pump module s/n (B)(6) (channel b), pump module s/n (B)(6) (channel c) and pump module s/n (B)(6) (channel d). The logs identified a previously programmed infusion of 0.9% normal saline (drug ID 4) was restored on channel d. The log recorded 0.9% normal saline was restored on (B)(6) 2021 at 10:40 am. Approximately 44 seconds later the device alarmed for ¿fluid side occlusion¿. The device was then selected and ¿start¿ was selected. At 10:41 am, the pump alarmed for ¿patient side occlusion¿. The infusion was then restarted. The pump then alarmed for ¿door open¿. At 10:43 am the pump module alarmed for ¿check IV set¿ and remained in that state unit the device is channeled off 33 seconds later. 0.9% normal saline was programmed and started on channel a. Test results: testing performed on the returned administration set found with an internal pressure of approximately 17 psi, the silicone pumping segment ballooned/bulged just below the upper fitment. Increasing the pressure found the silicone segment separate from the upper fitment. Asm pm testing performed on the source pump module found the device passing all tasks including patient side and fluid side, operating in specification. Test methods: 1503-001-003-r (01) IV disposable leak test method (dir (B)(4)) was used to test the returned set. Device history review a review of the device history record showed the source pump module had a manufacture date of 03jan2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer

Event description:
It was reported that the device failed to alarm for occlusion alarm. The rn was preparing for a unspecified procedure at patient bedside, primed the tubing, loaded and programmed into the pump to infuse normal saline at a rate of 10ml/hr.the IV line flushed prior to connection and appeared to be infusing with no signs of occlusion. While completing the procedure, patient required IV push of medication either (fentanyl or propofol) and the physician was unable to push the medication. Upon review of the pump, the channel door appeared to be ajar. The nurse went to open the door when noticed the tubing bulged and subsequently burst. The staff reported that they did not hear any audible alarm or notification that there was any occlusion with the pump at any time. The customer confirmed no patient harm apart from a new IV site being used as the previous one had blocked. The procedure was completed once an additional IV site was used and new IV was primed and programmed into the pump. There were 3 additional modules attached at the time of the event with unspecified infusions.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Cont: patient information : patient initials: (B)(6). Device not returned to bd for investigation.

Event description:
It was reported that the device failed to alarm for occlusion alarm. The rn was preparing for a unspecified procedure at patient bedside, primed the tubing, loaded and programmed into the pump to infuse normal saline at a rate of 10ml/hr.the IV line flushed prior to connection and appeared to be infusing with no signs of occlusion. While completing the procedure, patient required IV push of medication either (fentanyl or propofol) and the physician was unable to push the medication. Upon review of the pump, the channel door appeared to be ajar. The nurse went to open the door when noticed the tubing bulged and subsequently burst. The staff reported that they did not hear any audible alarm or notification that there was any occlusion with the pump at any time. The customer confirmed no patient harm apart from a new IV site being used as the previous one had blocked. The procedure was completed once an additional IV site was used and new IV was primed and programmed into the pump. There were 3 additional modules attached at the time of the event with unspecified infusions.